Event description:
The manufacturer received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation st30 device has passed away. There was no allegation that the device contributed to the death. The device was returned to a service center for investigation. During the evaluation of the device, the service center visually inspected the device and found the total blower hours were 5834.4 with no errors or reported faults. The device passed all tests. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h in this report.